Event description:
It was reported that the exeter cement restrictor broke when being impacted into femoral canal, no undue force used.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. If additional info becomes available, it will be submitted in a supplemental report.